Manufacturer narrative:
(B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide the lot number: not available do you have any photos available for visual analysis? No. Events reported via: 2210968-2022-08384, 2210968-2022-08389 and 2210968-2022-08390.

Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During the procedure, the ethilon 2-0 with black thread broke. New sutures were used and broke 4 times during the same surgery. The surgeon opined that the black thread is not as strong as the previous blue thread. No adverse patient consequences were reported. Additional information was requested.